Event description:
This complaint is now reportable based on the analysis completed on 06/13/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x38 mm taxus liberte drug eluting stent would not cross the lesion. The 85% stenosed lesion being treated was located in the tortuous, mildly calcified mid left circumflex (lcx). No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination of the device found damage to the stent at the extreme proximal and distal stent sections. Three struts on the first proximal row were bent distally. Two struts on the first distal row were stretched distally. This type of damage is consistent with the delivery system encountering some form of restriction. There were kinks along the entire length of the device. This type of damage is consistent with excessive force being applied to the delivery system. A recommended sized guidewire (0.014 inch) was inserted through the lumen section returned with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.